Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an MRI, the patient felt a warm feeling at the device pocket site on the lower right side. The MRI was stopped and the patient was fine with no burning. MRI was not continued. The patient's device had been implanted 18-20 years prior. Additional information has been requested, but was not available as of the date of this report.